Manufacturer narrative:
This report is for one (1) unknown blade. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for one (1) unknown blade. PMA/510(k) number is not available. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the patient was implanted with proximal femoral nail antirotation (pfna) devices on an unknown date. X-ray was taken on an unknown date showing that the 240mm pfna, the blade, and the locking screws were broken. Patient outcome was not reported. This report is for one (1) blade. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D1-d10 device history lot part: 259.360 lot: l048642 manufacturing site: grenchen release to warehouse date: 25. June 2016 the device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Manufacturing location: monument manufacturing date: 19-oct-2015 part number: 259.036.999, 5.0mm screw blank 36mm locking bolt w/3.5 hex lot number: 9915704 (non-sterile) work order traveler met all inspection acceptance criteria. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation summary the returned broken bolt was forwarded to the manufacturing side for evaluation. The statement below is a summary of their investigation. As relevant for the complaint condition ¿broken screw¿¿ the relevant features have been identified and measured. Therefore, this screw was manufactured according to its quality standards and a manufacturing issue has been be excluded. The received condition of the complaint agrees with the complaint description since the screw is broken as claimed by the customer. Besides, the complaint is confirmed, since the available data supports the complainant¿s description of the complaint condition. However, from the manufacturing point of view, neither a defect nor a deficiency has been identified since no deviations were found in the documentation as well as during this investigation and all relevant measurements performed are according to its specifications. Since no manufacturing issue was detected, no further actions have been taken. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for one (1) 4.9mm locking bolt 36mm.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Expatiation of the broken pfna took place on (B)(6) 2018. The patient reported issues of pain before the explantation.